Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be released. Manual compression was used. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd), and no resistance or friction was noted during advancement. The sheath was not kinked or bent, and it was retracted until the hub engaged with the indicator wire cowling and locked with the handle assembly. An audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and retraction continued until the flow significantly slowed or stopped and the indicator window turned solid black. No red color was observed in the indicator window during retraction, and the vcd was securely locked with the sheath. There was no damage to the deployment lever. However, the deployment button could not be pressed at all, even when the window displayed black. The plug was not released and remained attached to the device. Deployment was attempted outside the patient¿s body but the button still could not be pressed. The exoseal vcd was used in an interventional procedure and was stored and prepared according to the instructions for use (IFU). The procedure used a retrograde approach. The physician achieved certification on the use of a 5f exoseal vascular closure device (vcd). There was no obvious device or packaging damage before use. One exoseal device was used. The introducer sheath used with the manufacturer, model, and french size unknown. Angiography confirmed suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no obvious calcification, plaque, stent, or greater than 50% stenosis at or near the puncture site. Before using the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The target femoral site had not been closed by any closure device or manual compression within 30 days prior to the procedure. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. Manual compression was used. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd), and no resistance or friction was noted during advancement. The sheath was not kinked or bent, and it was retracted until the hub engaged with the indicator wire cowling and locked with the handle assembly. An audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and retraction continued until the flow significantly slowed or stopped and the indicator window turned solid black. No red color was observed in the indicator window during retraction, and the vcd was securely locked with the sheath. There was no damage to the deployment lever. The window displayed black when the attempt of the button was done. The plug was not released and remained attached to the device. Deployment was attempted outside the patient¿s body but the button still could not be pressed. The exoseal vcd was used in an interventional procedure and was stored and prepared according to the instructions for use (IFU). The procedure used a retrograde approach. The physician achieved certification on the use of a 5f exoseal vascular closure device (vcd). There was no obvious device or packaging damage before use. One exoseal device was used. The introducer sheath used with the manufacturer, model, and french size unknown. Angiography confirmed suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no obvious calcification, plaque, stent, or greater than 50% stenosis at or near the puncture site. Before using the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The target femoral site had not been closed by any closure device or manual compression within 30 days prior to the procedure. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a kink was observed on the delivery shaft, located 5 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter and were within specifications. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, followed by full depression of the deployment lever, resulting in indicator wire retraction and expected plug deployment. Additionally, the indicator window progressed to the black/white/red position as expected. A high magnification microscopic evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, a kinked portion was observed on the delivery shaft. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.